Manufacturer narrative:
(B)(4). The device was discarded.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm (indicating air in the set) that appeared on the homechoice (hc) unit during dwell 3 of 5. The patient was connected at the time of the alarm. The patient stated she left a clamp open on the blue clamp line not in use. The patient was advised to report the alarms to the peritoneal dialysis nurse the next morning and the patient would finish therapy manually. Proper procedures per the user manual were reviewed with the caller. No patient injury or medical intervention was reported. Product surveillance contacted the patient on (B)(6) 2010. According to the patient she does not recall this event. The patient stated she has not had any further issues and has not received the alarm again. The patient does not believe she had any holes or leaks in the cassette and her transfer set is fine. There was no patient injury or medical intervention associated with this event. The supplies were discarded.